Event description:
It was reported that the pt expired. The cause of death at the time of this report was not considered to be device related. No other info was available at the time of this report.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.